Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the sheath had torn on the introducer. The product was removed and a new introducer was used. No patient complications have been reported as a result of this event.